Manufacturer narrative:
The field service engineer found the water amount of the wash stations did not meet specification and the sample probe was close to the inner surface of the tube. He corrected the water amount, replaced the sample probes, and adjusted the probes to the tube center. He performed a precision testing. The customer confirmed they have had no further issues. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable lact2 lactate gen.2 result for one patient csf sample from the cobas 8000 cobas c 701 module. The initial result was 0.02 mmol/l and the repeat result was 1.31 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct as it was the expected result. The reagent lot number was 49159201 with an expiration date of 30-jun-2021.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
.